Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that during surgery it was determined that a different screw length was needed. The screw would not come out of the baseplate. The issue resulted in a few extra minutes of anesthesia to the patient.